Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was having problems with their device. It was further reported that the patient had positional stimulation, jolting in some positions, and sensitivity changes. Standing in some positions they could feel vibrating in their whole body. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.